Event description:
Reportedly, valve explanted after 6 years and 11 months implant duration due to severe calcification and mitral stenosis and structural valve deterioration. Patient died on same day due to surgical bleeding. No further information available.

Manufacturer narrative:
Device not returned for evaluation.